Event description:
It was reported the patient underwent system explant during a lead revision (related manufacturer reference number 3006705815-2023-08374) because of spotted infection at ipg site. Patient admitted to hospital for infection treatment.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.